Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-00 and c-33. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis with the reported issue was confirmed using system logs which revealed recurring error c-33, m-11, m-18, and c-06. Upon visual inspection, the unit¿s cover/housing exhibited scratches, exposing the underlying metal, scratches on the bezel and discoloration of the heatsink. During testing, the unit displayed error code c-33 at startup, and the erbe logs recorded codes c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on the field failure analysis. Based on these results, a definitive root cause could not be identified. The root cause is most likely due to an electrical component failure within the erbe as the error c-33 points to high frequency (hf) voltage measurement value too high in on state.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a c-00 error occurred when the erbe generator was powered on. The system logs showed that errors c-00 and c-33 occurred. The caller rebooted the erbe but the error remained. The intuitive tech support engineer (tse) advised that they could use a valley lab force triad generator as a backup, or try switching the erbe energy setting from "swift" to "classic". The tse advised that classic mode only has x2 energy effect levels. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient involvement.